Event description:
It was reported that an og ilet exhibited depleting battery performance, characterized by premature battery discharge associated with the battery component, and the user noted daily charging despite perceived faster depletion. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, as well as review of engineering logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component, while logs did not show an obvious depletion issue and indicated incomplete charging and extended operation between charges. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.